Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable drug infusion pump. The drugs being delivered were fentanyl (dose of 268.1 mcg/day) and bupivacaine (dose of 7.223 mg/day) with unknown concentrations. The reason for use was non-malignant pain and chronic low back pain. It was reported by the patient that their pump was moved 4 times. The patient states their pump was located in the stomach at first, and then moved 3 times in the stomach and the 4th time it relocated to the back. No symptoms were reported. There is no information for the event date of each revision and there was indication that the pump was replaced, so it is unclear what the pump serial number is with each pump pocket revision. If any additional information is provided, the event will be updated.